Manufacturer narrative:
(B)(4). Opening issues. The device was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. It should be noted that an investigation has been initiated to address the potential root cause of the opening issues. In addition, the device locked out as intended but the orange indicator was not completely visible. This finding is not related with the incident reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic lobectomy procedure the jaw began not to open and the clip did not come out on the third firing. The event occurred without clamping the tissue. Another device was used to complete the case. There were no adverse consequences to the patient.